Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Multiple supply changes were performed to address the occlusions. The customer's blood glucose level was 382 mg/dl at its highest.